Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 26-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (2 mg at 1.14177 mg/day), bupivacaine (30 mg at 17.12657 mg/day), and clonidine (300 mcg at 171.26574 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a pump refill, a reservoir volume discrepancy was noted: expected reservoir irv - 11.1 ml, actual reservoir volume arv ¿ 6 ml. The patient reported controlled pain so no further diagnostics or interventions were performed at that time. On (B)(6) 2024 the patient reported worsening burning pain resulting in anxiety without relief following personal therapy manager ptm activations. The it rate was increased and a clinician administered bolus was deliver with mild relief. On (B)(6) 2024 the patient reported worsening pain and she also recalled worsening pain and unspecified symptoms of withdrawal at the time of her previous pump refill on 2024-feb-28. Shethen reported fluctuating pain and denied withdrawal symptoms. During the pump refill, a significant reservoir volume discrepancy was noted: irv - 9.2 ml, arv ¿ 38 ml. The plan was for a revision for suspected catheter kink.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during revision surgery, the catheter could not be aspirated despite multiple attempts. Pump and catheter replaced resolving the issue.